Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3. (B)(4) had the patient cycle power to clear the error. (B)(4) explained that a large amount of air had entered into the disposable set and that she would need to start over with new supplies. The patient stated she had to see her nurse in the morning so she elected to end therapy until then. (B)(4) contacted the patient regarding the reported event. The patient stated she did not notice any visible damage or abnormalities with the cassette that was in use. The patient stated there were no separations, no loose connections or any holes in any of the supplies. The patient stated she has not been able to resume therapy. She stated she has been getting the same alarm. The patient notified her nurse of the issue and her nurse advised her to try again that night and if she was still having trouble, to call the nurse back. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).